Event description:
It was reported that during a generator change, when the new pacemaker was attached to the lead it paced and captured initially but after a few paces had no output intermittently and periods of asystole occurred. The device was not used. Another pacemaker was implanted which exhibited the same results initially, but once the device was placed in the pocket it began to pace and capture. This device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.